Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the findings of a transmitter failure this is now reportable.